Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm. The customer's blood glucose level at the time of incident was reported to be 81mg/dl. Troubleshooting was reported to be conducted, and the device failed the displacement test. The device was reported to alarm for no delivery. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No delivery error alarm noted during displacement test and no reservoir alarm functioned properly. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.